Manufacturer narrative:
On 21-may-2020, mentor received additional information regarding the date of explantation. The patient's revision surgery was rescheduled from (B)(6) 2020 to (B)(6) 2020. The relevant field has been updated. It was found that the procedure type was omitted on the initial report. The patient underwent a primary breast augmentation with the suspected medical device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a procedure with two 425cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
On 25-jun-2020, mentor received additional information regarding the condition of the suspected medical device, revision surgery, date of the revision surgery, and replacement devices. The patient underwent bilateral removal and replacement with two 550cc mentor smooth round moderate plus profile prostheses (catalog #: 3502550, right serial #: (B)(6), left serial #:(B)(6)) on (B)(6)2020. During the revision surgery, the device was found to be intact. However, it was inadvertently deflated upon removal. The relevant fields have been updated. Manufacturer's reference number: (B)(4).